Manufacturer narrative:
The tech found the hi/low drive brake slipping. He cleaned and lubricated the hi/low drive brake assembly to repair the bed.

Event description:
Info received indicates the hi/low function is drifting down intermittently.